Manufacturer narrative:
Section d9. Device available for evaluation? Yes returned to manufacturer on: mar. 14, 2023 section h3. Device evaluated manufacturer? Yes device evaluation: visual inspection revealed that the complaint lens was received cut in half. The lens was cleaned, and no issues that could cause or contribute to the complaint issue could be identified. Based on the return condition of the lens, no further product evaluation could be performed. The complaint issues were not confirmed. The other observed issue found during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Conclusion: as a result of the investigation there is no indication of a product deficiency or product malfunction. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Ethnicity/race: unknown/ not provided. It was indicated as "other". Device evaluation: product evaluation was not performed because the product has not been received. The complaint issue reported could not be confirmed and no product deficiency could be identified. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. A search revealed that no other complaints were received from this production order number. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. An attempt has been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the patient developed blurry vision, hence intraocular lens (iol) that was implanted was explanted from the patient's right eye. There was no incision enlargement, vitrectomy or sutures done. Iol was replaced with a different model lens (diu225) but same diopter power size. No patient post-op injury reported. The patient continues to notice blurry vision causing difficulty driving and would like to proceed with iol exchange in the fellow eye. No other information was provided.